Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the "machine was not coming on." Patient's stimulation was on with the following parameters: program 1- amp- 1.10v width 3.50 us program 2- amp- 1.10v width 3.60 us the patient was experiencing no stimulation sensation. He usually had stimulation at this level but at the time of the report he couldn't feel it at all. If he turned stimulation up to around 2.0v, he had uncomfortable stimulation in ribs. This began on day prior to the report. Normally, the stimulation was comfortable at 1.10-1.15v and, if he turned it up to 2.0v, he was scared he would have a heart attack because it was strong in the rib cage. The patient would have an appointment with his health care professional (hcp) two days after the report. He had changed patient programmer (pp) batteries and the implantable neurostimulator (ins) was fully charged. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.